Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs neo meter was reviewed and the DHR showed the neo meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer was unable to monitor their blood glucose levels due to the adc blood glucose meter turning on and then powering off after test strip insertion. It was further reported the customer was ¿very asleep and couldn't eat¿ and experienced unspecified hyperglycemia symptoms and consequently a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider who obtained readings of 299 mg/dl, 361 mg/dl, and 390 mg/dl on their meter. The customer received rapid insulin injection as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter, and no issues were observed. The meter powered on with button depression and with strip insertion. Meter does not turn on/off after strip insertion. No malfunction or product deficiency was identified.this also serves as a correction report. D1 - brand name has been updated as it was incorrectly documented in the previous initial MDR.

Event description:
A caregiver reported the customer was unable to monitor their blood glucose levels due to the adc blood glucose meter turning on and then powering off after test strip insertion. It was further reported the customer was ¿very asleep and couldn't eat¿ and experienced unspecified hyperglycemia symptoms and consequently a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider who obtained readings of 299 mg/dl, 361 mg/dl, and 390 mg/dl on their meter. The customer received rapid insulin injection as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.